Event description:
Rayner intraocular lenses limited received notification from a (B)(6) healthcare facility of an event that occurred following implantation of an unspecified rayner intraocular lens (iol). The healthcare facility reports that in the post-operative period, the iol was found to have opacified. For further info please refer to rayner intraocular lenses limited's MDR 9611165-2014-00005.